Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested and the following response was provided: regarding the reported "was procedure completed? - no": how was the procedure completed? Wrong answer. Completed surgery. H3 analysis summary: the product was returned to ethicon for evaluation. One open sample was received for analysis that belongs to product code upa31015. During the initial inspection of the sample, the foil packet received showed numerous wrinkles, creases, and kinks also holes that is located in a kink could be observed on the bottom foil. This foil appearance is most probably caused by the routine opening and handling of the foil by theatre personnel. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date in 2024 and mesh was used. The healthcare professional discovered small holes in the foil pack of the mesh which looks like punch holes. It is microscopical, but detectable in a dark room with lights through. No holes were detected on the outer paper box. There was no delay due to the reported event and no adverse patient consequences. Additional information has been requested.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please clarify how the procedure was completed. Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. H6 component code: g07002 ¿ device not returned. A review of the batch manufacturing records was conducted, and no related non-conformances were identified.